Event description:
A surgeon reported a pt with a myopic surprise with induced astigmatism following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported that the iol was exchanged for a different brand anf the pt is "happier" with her vision.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/16/2010 and 10/04/2010 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2010. (B)(4).